Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported patient effects of occlusion is listed in the perclose proglide instructions for use as a known adverse event associated with use of suture mediated closure devices. The reported difficulties and patient effects appear to be related to user technique. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was performed using a proglide device with a 6f sheath after a coronary interventional procedure. Reportedly, the device achieved hemostasis on (B)(6) 2019. However, the patient developed unspecified symptoms where the sutures of the proglide were located. On (B)(6) 2019, an angiogram was performed through the left common femoral artery to verify the issue. It was noted that the artery was blocked, potentially due to the sutures from the original procedure grabbing the back wall resulting in occluding the vessel. An unspecified balloon was expanded to treat the blockage; however, the balloon dissected and perforated the artery resulting in using a non-abbott covered stent as treatment. The patient is in good condition. No additional information was provided.